Event description:
On (B)(6) 2010, pt's father reported the pt's blood glucose readings have been dropping low. Father stated her readings will drop low, she will treat herself with orange juice or yogurt and this will raise her blood glucose higher, and then it will drop again. Father reported he feels the infusion device may be delivering too much insulin. Pt reported her readings have been going lower around 30's - 40's mg/dl. Pt stated the issue has been going on for about a week. Pt's normal blood glucose readings are around 120-130 mg/dl. Pt reported the infusion adapter hasn't been changed in 6 months. Advised to change adapter with every 10th cartridge change. Pt's father took the phone back and stated she was experiencing a low blood glucose and was being tested with orange juice. Father reported the pt has recently gained (B)(6) in the past 4-5 months and her doctor adjusted her basal rates. Advised for pt to go on her backup infusion device for 24 hrs. On (B)(6) 2010, pt's father reported his daughter went on the backup infusion device and her blood glucose is stable and doing much better now. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.